Event description:
Caller reported an alarm related to an occlusion event. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer addressed the issue by clearing the alarm and sometimes changes supplies if needed then resumes insulin administration.